Event description:
Boston scientific received information that during the implant procedure this implantable defibrillation lead exhibited high out of range pacing impedance measurements through the pacing system analyzer (psa) and the device. This lead was not used and a different lead was successfully implanted. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The complete lead was returned for analysis, however was severed 253 millimeters (mm) from the terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observation.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.